Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.